Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when powered on screen stays blank and it alarms. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) confirmed the problem and replaced the power management board, cpu board and motor controller board. Failure analysis on the returned cpu board found a defective flash memory u1 that prevented the ventilator from starting up. Replacing the flash memory u1 resolved the problem, the ventilator was run for two hours without errors occurring. No problem found with the power management board and motor controller board.

Manufacturer narrative:
Updated.